Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: precaution impella cp with smartassist system. Section: potential adverse events, ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support (mcs) experienced a stroke some days after explant of the impella cp device. The patient with disease in the right coronary artery, left anterior descending, diagonal arteries and chronic total occlusion of the circumflex with an ejection fraction of 55% was offered and refused surgery. The patient opted for high-risk pci of the right coronary artery, diagonal and left anterior descending arteries. The impella was placed, and the pci being completed resulted in a large vessel rupture perforation and subsequent pulseless electrical activity (pea) arrest for approximately 30 minutes until the covered stent and pericardiocentesis were performed. The patient recovered - blood flow maintained during the pea. At the end of the case, the patient was hemodynamically stable with the impella cp device in place and sent to unit with norepinephrine, aggrastat, and heparin drips running. The following day the decision was made to transfer patient to an outside hospital for advanced management. The patient's lactic acid and pressor requirements had lowered, and the decision was made to remove impella cp after approximately 27 hours of total support. Upon removal (impella staff not present) it was reported clots were found on the pump. During the pci and during the pumps indwelling time patient was on heparin and aggrastat continuous drips with activated clotting time greater than 300. Once the patient was transferred to the outside facility where the pump was removed, abiomed's data documentation of drips and anticoagulation is unavailable. Therefore, it is unclear what anticoagulation strategy was implemented on their management until removal later the same day. However, (approximately 4) days later per the physicians at the hospital, a head scan to assess the patient's cerebral blood flow was completed. The scan showed multiple embolic strokes. It was commented, since the impella cp had a clot on the pump when it was removed, the team stated the clots came from the impella cp. The patient was noted to have survived the event. However, the patient's outcome status following the event is indicated as "unknown."